Manufacturer narrative:
A device history record (DHR) review of lot 17673888 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a vaivt case for stenosed shunt anastomotic part, a powerflex p3 (f5 5x4 40) was inserted and crossed the lesion with some difficulties. Then it was inflated. However, ruptured at 8 atm. Therefore, it was replaced with a new non-cordis balloon catheter with an 18 guidewire. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the radial vein. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.

Manufacturer narrative:
Complaint conclusion: as reported, during a vascular access intervention therapy (vaivt) case for a stenosed shunt anastomotic part, a 5x40mm 40cm powerflex p3 percutaneous transluminal angioplasty (pta) catheter was inserted and crossed the lesion with some difficulties. Then, it was inflated, however, ruptured at eight (8) atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon catheter with an 0.018 guidewire lumen. The procedure completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the radial vein. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. There was no difficulty accessing the lesion with a guidewire. A 0.035-inch non-cordis guidewire was used. The device, or other devices used with the product, did not kink nor bend at any time. There was slight force was applied to cross the lesion. The balloon inflated normally. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17673888 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system tracking difficulty in patient¿ and ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the tracking difficulty and burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon and difficulty tracking through the lesion. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during a vaivt case for stenosed shunt anastomotic part, a powerflex p3 (f5 5x4 40) was inserted and crossed the lesion with some difficulties. Then it was inflated. However, ruptured at 8 atm. Therefore, it was replaced with a new non-cordis balloon catheter with an 18 guidewire. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the radial vein. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. There was no difficulty accessing the lesion with a guidewire. A 0.035-inch non-cordis guidewire was used. The device, or other devices used with the product, did not kink nor bend at any time. There was slight force was applied to cross the lesion. The balloon inflated normally. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.